Manufacturer narrative:
No product is expected to be returned related to this case. Due the customer not providing enough information, no further assessment/statement will be made concerning the customer allegation. Unable to make further statements because product is not available for additional investigation the customer's allegation of questionable bolus advice could not be tested for as no product is expected to be returned related to this case. This case is set to not verified, no investigation possible based on the iu's inability to test for the customer allegation.

Event description:
On (B)(6) 2013 hcp in response to umdc reply alleging adverse event due to bolus synchronization. Attempts to follow up with hcp were unsuccessful. No further information is available. No product return was requested.

Manufacturer narrative:
Patient information was not provided. Device serial number was not provided. Patient medical information was not provided. It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.